Manufacturer narrative:
Please see investigaion summary attached. (B)(4).

Event description:
It was reported the patient's top of liner broke off. A revision surgery has been scheduled for (B)(6) 2017.

Manufacturer narrative:
Correction.